Event description:
Information received from the patient reported that they had a loss of stimulation from their implantable neurostimulator (ins). On follow up the patient reported that they had not notified their physician for the issue. The patient stated that a manufacturer's representative met with them to test the unit but it still did not work and the loss of stimulation issue was not resolved. The indication for use for the implanted device was noted spinal pain.

Event description:
Additional information was received from a consumer (con). It was reported that the patient notified their managing physician about the issue. They stated that a technician was sent to them, but it was not resolved. They also stated that they wanted it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.